Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The bending angle and play of the angle knob was insufficient due to the elongation of the angle wire. It was also noted that the flexible tube of the insertion section was crushed. The curved rubber adhesive was also missing. There were scratches observed throughout the device. The forceps plug cap was scraped off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus that the evis lucera elite gastrointestinal videoscope had issues with angle knob operation/bending angle. Upon inspection and testing of the returned device, it was noted that there was a foreign object in the nozzle. This MDR is being submitted due to the foreign material found during evaluation and inspection. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5/h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the fibrous foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed but it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was obtained from the customer regarding device handling; the device was cleaned, disinfected, and sterilized before requesting repair, the presence of foreign material adhering to the device was not known, there was no delay to pre-cleaning, water and air was supplied to the air/water nozzle, and the scope was not submerged in cleaning fluid. It was unknown if there were any issues with the accessories used for reprocessing, if the air/water nozzle was brushed/wiped, or if liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.